Event description:
It was reported that one half hour post implant in the holding area the patient developed mid sternal chest pain. The leads were checked and all were normal to excellent. A stat chest x-ray and echo were ordered. The ep determined that there was evidence on echo of possible small effusion which could not be determined if it was pre-existing or new. The patient was brought back into the lab and both leads, atrial and right ventricular, were repositioned for safety of the patient. The patient¿s pain seemed to subside and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407658 implantable pacing lead - (B)(6) 2013; addr01 implantable pulse generator - (B)(6) 2013. (B)(4).